Manufacturer narrative:
Batch review performed on 25 june 2019: lot 162216: (B)(4) items manufactured and released on 20 may 2016. Expiration date: 2021-05-09. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 years and 8 months after primary the surgeon revised the patient hip, for a stem loosening. Stem, head and liner revised successfully. The patient presented also a stem length discrepancy.